Manufacturer narrative:
Additional information: new information received that came in with product return. Patient age (68 yrs. Old) and date of birth ((B)(6) 1953). Therefore, the following fields are updated: section a2: age - 68 yrs. Old and date of birth - (B)(6) 1953. Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 4, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed the complaint lens was received stuck in the cartridge of the original preloaded handpiece. No assembly issues were observed before and after disassembling the handpiece for inspection. Cartridge tip damage was observed and based on the return condition is consistent with a handpiece that was dropped. The lens was removed and the haptics were observed stuck to the optic body with lens damage. The lens was cleaned and scratches were observed on the lens. Very trace amounts of viscoelastic residue was observed in the cartridge, which suggests an inadequate amount of ophthalmoviscosurgical device (ovd) was used during insertion which can contribute to deployment issues (including all the defects listed in this evaluation). The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one additional complaint was received from this production order. Based on investigation, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted hence cannot be explanted. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) misfired. It was unknown if there was patient contact or not. No other information was provided.